Manufacturer narrative:
The customer received a replacement battery. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection stryker observed their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon inspection stryker observed their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. The lid was missing the magnet that automatically turns the device on and off upon opening and closing. The customer re-installed the magnet in the lid. Stryker continues to investigate the reported failure and will submit a supplemental report with our findings.